Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users could not login with fingerprints nor password. A technical support specialist (tss) connected to the machine and rebooted it. After the reboot; one user was able to log in without any issues. However, another user was unable to log in. Attempts were made to re-enroll her fingerprints, but her password was not accepted, even though her account was active in myqlink. The tss advised this user to contact the pharmacy for a password reset. The system functioned as intended after the technical support specialist troubleshot the device and guided the customer.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user stated that no one were able to log in using either fingerprints or passwords. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.